Event description:
It was reported that a user new to the ilet experienced hypoglycemia with lowest blood glucose around 52 mg/dl and expressed concern that low alerts occur only at 75 mg/dl, requesting higher-threshold alerts; the agent explained that alert thresholds are not user-adjustable and reviewed target range options, with the user agreeable to potential setting changes. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alarms at the time of the call. Investigation included troubleshooting and education, and referral for medical assistance regarding potential target adjustments. Investigation of this case revealed no device alerts during the event and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.